Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, device trending indicated the hv lead impedance was high, and then slowly decreased over time. The patient was reportedly fine. The physician will continue to monitor the trend.